Manufacturer narrative:
The insulin pump passed displacement test. The insulin pump alarmed during pump self-test due to faulty connector on remote frequency board noted. The insulin pump had moisture damage on all electronic assemblies noted. The insulin pump had minor scratches on lcd window, cracked case at lcd window corner, cracked reservoir tube lip and scratches on reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of c-1 voltage leak alarm. The customer's blood glucose level at the time was unknown. The customer was advised that the device would be replace and need to be returned for analysis. The customer was also advised that if they continue to wear the current pump while the replacement shows up, to monitor their blood glucose levels.